Event description:
The complainant reported that on (B)(6) 2013, the physician placed an impella lp2.5 pump in a (B)(6) year old male patient who had undergone revascularization, and was post lad angioplasty and stent stemi. During device placement of the pump the physician advanced the 0.018" guide-wire into the patient's left ventricle without the aid of fluoroscopic control. During this procedure the physician encountered resistance when pushing the catheter through the sheath. After working through the resistance, a fluoroscopy was performed and revealed the wire through the pericardium. The wire was immediately pulled back and continued to advance the device. After placing the device and the patient was supported two suction alarms occurred. The catheter was adjusted twice, but initially the pressure was in the 120's and then dropped to the 60's followed by the 40's. An echo was performed, which revealed that the left ventricle had been perforated by the 0.018 guide wire. A pericardial window was then performed in the cath lab. The patient was then taken to the operating room where the clinicians found the site and placed a clip to the perforated site of the ventricle. Following surgery the patient was in stable condition.

Manufacturer narrative:
All impella disposables, including the impella lp2.5 pump and the .018" guide-wire, associated with this event were discarded subsequent to use. Abiomed has also not yet received the requested console data log from this event. A definitive root cause of the failure cannot be determined. It appears the guide-wire may have moved with the impella when the physician was having difficulty getting the pump through the sheath, causing it to advance deeply into the ventricle and perforated the ventricle wall. Although there is no evidence of a device defect in this case, the product was not returned; consequently, the condition of the impella or the guide-wire cannot be verified. The manufacturer will continue to investigate all reasonably obtainable sources of information and will provide results and updated conclusions in a supplemental report when completed. (B)(4).